Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. Images were provided and the following was observed: 3mensio shows vessel sizes were sufficient for use of the 16f esheath+ (minimum luminal diameter >6.0mm). However, vessel tortuosity and calcification were present. Fluoroscopy was provided and shows the delivery system outside of the sheath profile suggesting the delivery system/crimped valve exited the side of the sheath through a torn liner. In this view, the sheath profile appears curved and the delivery system attempted to navigate through a bend in the anatomy when the liner tore. The complaint for inability to advance through sheath was confirmed through imaging evaluation. As reported, "tube graft in the distal abdominal aorta that may have created an artificial, additional unexpected tortuosity going from the iliacs to the aorta" and "the perceived root cause for the esheath split is due to severe tortuosity and valve/ds would not pass through the anatomosis of the common iliac and the 35 year old abdominal aorta graft." Imaging evaluation showed the delivery system exiting out of the sheath profile at a curve in the anatomy and tortuosity was evident in the 3mensio images as well as some calcification present. Therefore, available information suggests patient factors (severe tortuosity, calcification) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Similarly, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. The complaint for sheath liner punctured was confirmed based on imaging evaluation. Available information suggests patient factors (severe tortuosity, calcification) and/or procedural factors (sheath-valve interaction) likely contributed to the sheath liner tear. During delivery system advancement through a challenging pathway (calcified/tortuous), it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in aortic position. During the procedure, an iliac rupture/dissection occurred while advancing the valve through the common iliac. The valve and delivery system exited the sheath at the common iliac. The patient immediately lost blood pressure and never recovered. The surgical history of the patient shows the patient appears to have a tube graft in the distal abdominal aorta that may have created some artificial, additional unexpected tortuosity going from the iliacs to the aorta. As per follow-up with the fcs, there was resistance during the insertion of the esheath and delivery system. The esheath had split (mid sheath) and the valve and delivery system became extravascular. The delivery system and valve were not able to be retrieved and remained in the patient who passed. The root cause of the vascular complication is due to an esheath split. The perceived root cause for the esheath split is due to severe tortuosity and valve/ds would not pass through the anastomosis of the common iliac and a 35 year old abdominal aorta graft.